Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery; he changed the infusion tried to bolus and received a motor error alarm. The motor error alarm occurred 3 times in a row. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence but alarm recurs during prime. Blood glucose value was over 600 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.